Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: stents: 2.8x19mm rx graftmaster; 2.8x26mm rx graftmaster; 2.8x16mm rx graftmaster. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other rx graftmaster devices referenced are being filed under separate manufacturing report numbers.

Event description:
It was reported that the patient presented with a free perforation with extravasation in the proximal to mid left circumflex (lcx) coronary artery and in the left main (lm) coronary artery. A 3.5x16mm rx graftmaster covered stent was deployed in the lm, successfully sealing the perforation in the lm. Attempts were made to cross the lcx perforation with a 2.8x19mm rx graftmaster and a 2.8x26mm rx graftmaster covered stent system but each device failed to cross the perforation due to angled, tortuous, calcified anatomy. A 2.8x16mm rx graftmaster was advanced to the lcx perforation and the stent was deployed with a maximum pressure of 22 atmospheres, but the lcx perforation was not sealed. The perforation was contained in an arteriovenous groove, but the bleeding was unable to be resolved. Surgical intervention was attempted via sternotomy (opening of the chest) and pericardiocentesis was performed, but the patient still expired. In the opinion of the physician, failure to cross contributed to a delay and to patient death. No additional information was provided.

Manufacturer narrative:
(B)(4). It is reportedly unknown why the perforation was not sealed by the deployed 2.8x16mm graftmaster, but it is possible that the perforation may have been larger than initially visualized / anticipated. While the correct implant size was selected and appropriate pressure was used for inflation, deployment of this 2.8x16mm graftmaster stent was reported to be difficult and the stent may not have been properly expanded (there was limited angiogram data and intravascular ultrasound was not performed). In the opinion of the physician, deployment of the 3.5x16mm rx graftmaster in the left main did not cause or contribute to any adverse patient sequelae or to patient death. No additional information was provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the case information, the deployment of the 3.5x16mm rx graftmaster in the left main did not cause or contribute to any adverse patient sequelae or to patient death. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial filed medwatch report, the following additional relevant information was received: the patient had presented with non-st-elevated myocardial infarction (nstemi), ventricular fibrillation cardiac arrest, cardiogenic shock, was deemed high risk for surgery (due to the cardiogenic shock), and was alternatively referred to cath lab for percutaneous coronary intervention which resulted in the presenting lcx perforation. Patient health was declining toward death, prior to graftmaster use; the graftmaster devices were used to treat the nstemi and shock. In addition to what was reported, aggressive resuscitation was also attempted via manual cardiac massage and an impella left ventricular assist support device but could not be revived; the patient had expired the same day, post procedure.